Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient had right ankle orif. During procedure on the right ankle, when using the pin cutter, the pin cutter broke. It did not affect of hold up the case.

Manufacturer narrative:
The reported event that k-wire cutting pliers (max 1.6mm) was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was lost in transit.

Event description:
Patient had right ankle orif. During procedure on the right ankle, when using the pin cutter, the pin cutter broke. It did not affect or hold up the case.